Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation procedure, a versacross connect for faradrive was selected for use. During preparation, the sheath and dilator were flushed. The versacross rf wire was inserted into groin through 16fr dilator and noticed fraying of the wire tip. Thus, the wire was replaced and the procedure was completed successfully. No patient complications occurred. The device has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
The device has been received for analysis. Upon receipt at our post market quality assurance laboratory, it was confirmed that the versacross rf wire had its ptfe bunched near the proximal end of wire. During analysis, a dilator was advanced over it and it was unable to advance due to issue noted in the ptfe coating. Finally, the device passed all the other specifications. The reported allegation of insulation bunching is confirmed through product return. Correction to the initial MDR in block(s) init rptr also sent rep to FDA (e4), in section e - initial reporter.

Event description:
It was reported that during a pulmonary vein isolation procedure, a versacross connect for faradrive was selected for use. During preparation, the sheath and dilator were flushed. The versacross rf wire was inserted into groin through 16fr dilator and noticed fraying of the wire tip. Thus, the wire was replaced and the procedure was completed successfully. No patient complications occurred. The device has been received at boston scientific's post market laboratory where it is awaiting analysis.